Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during advancement of a 014 whisper guide wire resistance was met with anatomy. The tip separated and an unspecified balloon catheter was used to snare the tip. It was noted during removal resistance was met with anatomy and another unknown guide wire was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified anatomy and/or other devices resulting in the reported difficult to advance and the reported difficult to remove. Interaction and/or manipulation of the device ultimately resulted in the reported/noted guide wire damages (separated core/tip coils/polymer coating, multiple scratched teflon coating). The treatment appears to be related to the operational context of the procedure as an unspecified balloon catheter was used to snare the tip. There is no indication of a product quality issue with respect to manufacture, design or labeling.